Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device not in critical override. A field service engineer sent documentation detailing about the critical override functionality to the customer. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system not in critical override. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.